Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
During the receiving process of the returned device, the centrifugal drive motor was found to have a broken latch. There was no patient involvement.